Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date, name, and indication of initial surgical procedure? Other relevant patient history/concomitant medications? Were any concomitant procedures performed? Product code and lot number? How was the mesh placed? Onset date of the lif and suprapubic pain and voiding difficulty from initial surgery and how is it related to the mesh? What is physician¿s opinion as to the etiology of or contributing factors to reported events? Please clarify what is meant by ¿tvt had already divided elsewhere¿? Was there a deficiency or anomaly of the mesh? If yes, please describe it. Was any medical/surgical intervention done to address the reported events? If yes, please describe. What is the patient's current status? The patient demographic info: age, weight, bmi at the time of index procedure?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced lif and suprapubic pain and voiding difficulty. It was also reported that the mesh had already divided elsewhere. Additional information has been requested.